Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation was inconclusive for the reported device visualization issue. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. (Pro code: krd).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ctp038020u arterial embolization device alleged difficult/unable to be visualized under fluoroscopy. This information was received from one source. The malfunction involved patient with no known impact to the patient. The male patient was (B)(6) years old and weighed (B)(6).